Event description:
The complainant reported that a pt had undergone a therapeutic enteryx procedure in 2005. During the procedure a total of 5 enteryx injections were made, totaling 8.0cc's of enteryx injected intramuscularly. No injections were made submucosally. In 2005 the pt experienced pneumomediastinum of moderate intensity. In addition, as per protocol a post-op cxr showed pneumomediastinum. On the 3rd day the pt underwent a CT of the chest and abd r/t epigastric pain and right lower pain. The pt was treated with augmentin and percocet. The epigastric pain was resolved a week later and the right lower quad pain was resolved on the same day. This pt has never undergone any dilatations. The pt experienced a 5 pound weight loss. The pt's dysphagia is reported to be a lot better, as it is less frequent, and resolves much quicker and may only happen once a week. The pt's current condition is reported to be "pretty good."